Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that the representative was notified of a lead revision and the patient¿s implantable neurostimulator (ins) explanted on (B)(6) 2016 due to wound dehiscence. The patient had been in a physical altercation after implant of the implantable neurostimulator (ins) and had difficulty capturing all the desired areas of stimulation. In addition to the physical altercation, the patient¿s personal habits (¿perhaps¿) were noted as a possible factor that may have led up to the issue as the physician felt they ¿may drink a bit¿ and had a smoking habit. The representative followed up with the patient for programming needs but they never called the representative as promised so the representative was contacted the patient on (B)(6) 2016. The patient was at their primary care physician (pcp) because of signs of infection. The surgeon was notified and stated that the patient¿s ¿infection¿ was merely a small suture ¿access¿. The patient was seen later for reprogramming and the wound looked like it had trouble healing but there was no erythema or induration detected. It was noted that the patient just did not heal well and did not keep anyone posted on the signs/symptoms of the issue. The issue ¿brewing beneath the skin¿ appeared to be unknown to the surgeon, the follow up physician, and the representative. There were no known system issues reported and at last programming the patient was asked about coverage and if they needed a revision they stated that ¿all was good¿, was happy with the coverage, and declined the need for anything more. The patient was potentially to be re-implanted in 3 to 6 months. . The issue was reported as resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the device found no significant anomaly. The main component of the system and other applicable components are: product ID: 97791, lot# unknown, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via manufacturer representative. It was reported that the patient¿s system was explanted previously and replaced on (B)(6) 2017. A previous incision and drainage was performed in order to resolve the issue. The manufacturer representative stated that a surgical lead was used to replace the previous percutaneous leads. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.